Event description:
A reporter called to submit a report about her CPAP device. She said her previous dreamstation device has been replaced after it has been recalled. The dreamstation device she has right now, is overheating and also water is leaking into the device. She also said she is having difficulty breathing. Ref report: mw5164879.